Event description:
On 03/22/1999 following a diagnostic procedure an angio-seal device was placed in a pt's right groin. There were no reported difficulties with the deployment and the pt was discharged. On 03/27/1999 the pt presented to the emergency room with an unreported complaint. On 03/30/1999 the pt saw her physician with complaints of purulent drainage, redness and swelling at the groin site. The pt was admitted to the hosp and placed on i.v. Antibiotics and then oral antibiotics, due to cellulitis and a groin site infection. On 03/30/1999 the pt also underwent exploratory surgery of the right femoral artery which revealed, "perivascular chronic inflammation with scarred wall" and atherosclerotic disease. The pt was also noted "to have an internal reaction to the right groin, but no purulent material present in the femoral artery." Post-surgery wet to dry wound dressing changes were done twice a day until discharge. On 04/06/1999 the pt's skin sutures were removed, with no purulent material noted. The pt was seen by her physician for follow-up visits on 04/08/1999 and on 04/22/1999 with continuation of wound care and antibiotic therapy. As of 05/06/1999, there has been no further report to the MFR of complication or additional pt sequelae.